Event description:
The customer contacted stryker to report their device was physically damaged and would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device was physically damaged and would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report their device was physically damaged and would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker for evaluation and the reported issue was verified. The issue could not be duplicated, the power module works in dc mode. The power module and sc pcba were replaced to repair the device. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The eos is electrically damaged, keeping the power module from operating in ac mode and unable to charge a battery pack. A root cause could not be conclusively determined.